Event description:
Additional information received reported that the attempted replacement/repair surgery was not successful. The existing catheter was removed entirely due to csf (cerebrospinal fluid) leaking. The patient would be referred to neurosurgery for catheter replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implanted infusion pump containing unknown medication(s). The indication for use was non-malignant pain. It was reported that the patient experienced a seroma formation at the catheter insertion site, and a cerebrospinal fluid (csf) leak was suspected. The date that the seroma occurred was unknown. A revision was planned for (B)(6) 2016 with a purse string around the new catheter. No additional patient symptoms were reported, and no diagnostics/troubleshooting had occurred at the time the event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.